Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2330 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("left-sided essure device was noted to be perforated through left fallopian tube extending into the superficial omentum.") In a female patient who had essure inserted (lot no. 664435) for female sterilisation. The patient had a medical history of urinary incontinence, fibroids, pelvic pain, abnormal uterine bleeding, stress urinary incontinence, parity 1, gravida I and overweight. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy.). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2019. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: discrepancy noted: pregnancy 2017 is recorded in medical record of (B)(6) 2011 visit. (B)(6) 2011: reason(s) for visit - annual visit patient is a g1p1 who presents for the above. No gyn complaints. Had a mammogram last month and this benign and medical/surgical history is reported as 1. Sterilization essure 2. Hpv 2010 3. Urinary stress incontinence pregnancy 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.516 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: history: essure. Impression: contrast material extends past the left microinsert into the peripheral aspect of the left fallopian tube. No free spill into the peritoneum seen. Right tubal occlusion is identified; on (B)(6) 2010: hysterosalpingogram history: essure. Comparison is made with prior study of (B)(6) 2010. Impression: acceptable positioning of the micrcinserts seen bilaterally. Bilateral tuba! Occlusion noted. . [Pathology test] on (B)(6) 2019: specimens: a. Cervix,uterus,bilateral tubes,essure device clinical history: pelvic pain, abnormal uterine bleeding, fibroids, essure device final diagnosis: uterus, cervix, bilateral fallopian tubes, essure device, hysterectomy and bilateral salpingectomy: cervix: cervical ectropion endometrium: mid-secretory phase myometrium: adenomyosis serosa: no significant histopathologic abnormality bilateral fallopian tubes: metallic sterilization coils, as described no significant histopathologic abnormality. Gross description: the attached fallopian tube is fimbriated and nonpatent with a pink to red smooth and glistening serosa including a 0.6 cm paratubal simple cyst filled with clear serous fluid. A gray metallic sterilization coil is identified in its isthmus. The detached fallopian tube is fimbria ted and nonpatent with a pink to red smooth and glistening serosa. A gray metallic sterilization coil is identified within its isthmus concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device ineffective,pregnancy with contraceptive device and fallopian tube perforation. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical device removal was updated to fallopian tube perforation. Reporters,medical history,lab data,patient information,insertion date,lot no,non drug treatment added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("left-sided essure device was noted to be perforated through left fallopian tube extending into the superficial omentum.") In an adult female patient who had essure inserted (lot no. 664435) for female sterilisation. The patient had a medical history of urinary incontinence, fibroids, pelvic pain, abnormal uterine bleeding, stress urinary incontinence, parity 1, gravida I and overweight. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: discrepancy noted: pregnancy 2017 is recorded in medical record of (B)(6) 2011 visit. (B)(6) 2011: reason(s) for visit - annual visit patient is a g1p1 who presents for the above. No gyn complaints. Had a mammogram last month and this benign and medical/surgical history is reported as 1. Sterilization essure 2. Hpv 2010 3. Urinary stress incontinence pregnancy 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.516 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: history: essure. Impression: contrast material extends past the left microinsert into the peripheral aspect of the left fallopian tube. No free spill into the peritoneum seen. Right tubal occlusion is identified; on (B)(6) 2010: hysterosalpingogram history: essure. Comparison is made with prior study of 26jul2010. Impression: acceptable positioning of the micrcinserts seen bilaterally. Bilateral tuba! Occlusion noted. . [Pathology test] on (B)(6) 2019: specimens: a. Cervix,uterus,bilateral tubes,essure device clinical history: pelvic pain, abnormal uterine bleeding, fibroids, essure device final diagnosis: uterus, cervix, bilateral fallopian tubes, essure device, hysterectomy and bilateral salpingectomy: cervix: cervical ectropion endometrium: mid-secretory phase myometrium: adenomyosis serosa: no significant histopathologic abnormality bilateral fallopian tubes: metallic sterilization coils, as described no significant histopathologic abnormality. Gross description: the attached fallopian tube is fimbriated and nonpatent with a pink to red smooth and glistening serosa including a 0.6 cm paratubal simple cyst filled with clear serous fluid. A gray metallic sterilization coil is identified in its isthmus. The detached fallopian tube is fimbria ted and nonpatent with a pink to red smooth and glistening serosa. A gray metallic sterilization coil is identified within its isthmus lot number: 664435 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2330 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.